Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported from the nurse that when hanging maintenance fluid onto the IV pole, the primary tubing set had separated from the drip chamber and caused saline to leak. Although requested, additional information was not provided.